Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows" "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."

Event description:
Health professional reported an alleged "band erosion" which was "removed and jackson pratt drains inserted" and "post op something appears retained with dimensions: 20cm x 5cm x.5cm." The reporter declined to give any demographic info, including phone number for product specialist callback. Follow-up with the reporter to attain further info is not possible at this time. If any add'l info is provided to product support, it will be added to this record.